Event description:
It was reported that the connecting tube cannot be connected to the channel connector in the reprocessing basin while using the flex video scope. There was no patient harm associated with the event.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is possible that the connector was hit by a hard object or aged by accumulated stress toward a loosened direction. Subsequently, the connector was broken. However, the root cause for this event could not be determined. The suggested events are detectable and preventable by handling the device in accordance with the following instructions for use (IFU). Chapter 5 inspection and preparation before use 5.6 inspecting the connectors check the following for each connector. The connector should be fixed firmly. The o-rings should be free of irregularities such as cracks, tears, or dents. If any irregularity is found, do not use the reprocessor and contact olympus. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.